Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, the sling was explanted after it caused a bladder erosion, vaginal erosion, vaginal infection, recurrent vaginal discharge and odor, severe and chronic vaginal pain, increased incontinence after implant, vaginal bleeding, stomach cramps, kidney pains, mental anguish and permanent vaginal tissue damage. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specs and co is unable to determine the specific relationship of the device to the event.